Event description:
Complainant alleged that while monitoring the heart rhythm of a patient (age & gender unknown) the device inappropriately shut down and then powered back on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.